Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device flashes on/off and they experienced a loss of consciousness and lost their ¿sense¿. The customer was seen at a hospital where they received unspecified medical treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.